Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high shock impedance measurements of greater than 200 ohms. Pocket manipulation was performed and out of range shock impedance measurements continued to be displayed. Loss of capture was also noted. Boston scientific technical services discussed the potential of a loose set screw. The patient was seen for a revision procedure where a loose setscrew was identified. The setscrew was secured with resolution of the clinical observations. The products remain in service. There were no adverse patient effects reported.